Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing date for this device is unavailable. During pre-repair assessment performed by a technician, functional testing was performed and revealed the gear/gearwheels were broken. In addition, the gear, gear shaft, and coupling were worn out. This was contributed to normal wear. Unit was repaired and returned to the customer on (B)(4) 2012. Placeholder.

Event description:
Customer reported that the rotation part was not moving and stuck. It was also reported that during surgery when using the related product, the lucent tip drill didn¿t rotate in spite of pulling the trigger. The contact between radiolucent drive adapter and radiolucent main body was confirmed many times, but it didn¿t rotate at all. There is no report of patient harm. It was reported that patient recovered. This is report 1 of 1 for complaint#(B)(4).